Event description:
It was reported a pericardial effusion occurred. This watchman access system was selected for a left atrial appendage closure procedure and was within the left atrium. A non-boston scientific ice catheter was also being used. A pericardial effusion was noted due to the patient's hemodynamics. Once noticed, devices were removed from the body and the procedure was aborted. The patient was given protamine and is in stable condition and was discharged.